Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 4/9/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: total daily dose history shows date changes from (B)(4) 2015 to (B)(4) 2016, (B)(4) 2017 to (B)(4) 2016; no data in black from these dates due to continued use. Daily insulin delivery totals appear inconsistent due to date changes. Pump passed delivery accuracy test and found to be delivering within required specifications. Battery compartment is cracked along side of pump. Display is dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged a non-specific inaccurate delivery issue with the pump. No allegation of a adverse event was made. Animas has made multiple attempts to contact the reporter for additional information. This complaint is being reported due to the allegations of inaccurate delivery.